Event description:
It was reported to medtronic neurosurgery that nursing staff noted csf leaking from the luer lock. According to the report, the luer lock connector had become disconnected.

Manufacturer narrative:
The distal luer lock on the patient line tubing was not returned attached to the device. It is unknown how or when this damage occurred. The returned system did not meet requirements for leak testing as a crack was present in one of the arms of the 4-way stopcock below the drip chamber. This type of damage is likely attributable to improper use of cleaning solution. After cleaning with alcohol, the connectors should be allowed to air dry completely prior to connecting the system. This will avoid possible cracking of the connectors, as noted in the instructions for use that accompany the product. Also note that alcohol is the only permissible cleaning agent for use on the connectors of this product. A review of the manufacturing records was not possible as no exact lot number for the device was provided. No impact to the patient was reported.